Event description:
During an incident in 2000 involving a patient this defibrillator analyzed, started to charge and then shut down prompting "battery ???" (Not sure of the exact prompt). A second battery was tried and the same thing happened 6 times, the unit shut down with a prompt. A couple of times they saw a "service mandatory" message. Als arrived and shocked the patient. The patient was pronouced.